Event description:
It was reported that the patient¿s dosing was increased 24% over the past two months and the patient had not notice any change in therapeutic affect from the dose increases. The patient thought there may be an issue with the infusion system. Three days prior to the date of this report the patient had also had an increase in pain. The last refill was (B)(6) 2013 with no reservoir discrepancy and the patient had not reported any alarms. This device system delivered bupivacaine and morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).